Event description:
During implant, the surgeon was placing the catheter onto the connector and the collet deployed before the catheter was securely on the collet. A revision kit was needed for a new collet; surgery time was prolonged. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n359827, implanted: (B)(6) 2012, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).